Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. The right ventricular lead exhibited an alert for high defibrillation impedance from (B)(6) 2020. No intervention was performed. The patient condition was unknown.